Event description:
The customer was hospitalized for high and low blood glucose. The customer stated that the doctor told her the fluctuation of her suger levels was caused by illness. The customer also states that she got shaky and her glucose level was low. In addition, the customer mentioned that her basal rates were changed to a higher amount and that may have been a factor. Troubleshooting was performed. The programming and histories in the pump were accurate. Suggested customer to call her doctor to discuss possible causes of low bg.